Manufacturer narrative:
No conclusion code available. The device entered bvvi mode due to a thor chip timeout. Device printouts were examined along with pacing and high voltage impedance and revealed no anomalies. The patient notifier was tested and had no anomalies. Automated test equipment (ate), and download test station (dlts) tests were performed, and revealed no anomalies. Archived device images or session records prior to the device restoration in the field were requested, but none could be obtained. The cause of the thor chip timeout was believed to be due to excessive high voltage (hv) charging within a short period of time. The event of inappropriate therapy could not be confirmed and the cause for inappropriate therapy could not be determined. The field event of a programming anomaly in which the field attempted to repopulate the restored device with archived battery data and hv charging data was determined to have been caused the battery having reached end of service (eos).

Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital after receiving multiple inappropriate shocks. Upon interrogation the device was found in back-up mode. The device was reloaded successfully, however the device settings were unable to reprogrammed. The device was explanted and the replaced. The patient is in stable condition following the procedure.